Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had passed away on 18aug (year of death not specified). Attempts were made to obtain complete patient and event information. Further information was not provided.